Event description:
Implant date: september 2006. It was reported that a patient underwent a l2-s1 spinal fusion with posterior instrumentation. Approximately two weeks post-op, x-rays revealed that the setscrews "backed out." Patient underwent a revision surgery to replace the implants.

Manufacturer narrative:
Device was explanted and returned; therefore product evaluation was possible. A visual macroscopic examination by a product engineer revealed that all mas screws, setscrews, and rods provided showed no irregularities. In addition, lot numbers were not provided so a device history record analysis could not be performed. X-rays were also returned that were examined by a medical affairs physician that revealed the same results. The product was also examined that revealed an abnormality in the right sided l5 "dent pattern which may suggest the setscrew was not seated properly on the rod." Unable to determine the cause of the event.